Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode for an unknown reason. The device was able to be successfully reprogrammed back to normal function. There were no patient consequences.